Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 years and 10 months post-implant, it was reported that the patient received a routine transplant. During the manufacturer¿s evaluation of the returned pump, thrombus was observed.

Manufacturer narrative:
The patient's sex and weight were not reported. The approximate age of the device is 3 years and 10 months. The pump was returned for evaluation. Visual examination revealed tissue-like depositions on the inlet bearing ball, in the distal-side of the blood tube, and between the blades of the outlet stator. All of these depositions revealed areas of denaturation, indicating that they were present while the pump was operating. In addition, contact marks were also present on the outlet bearing cup and outlet portion of the rotor; providing further evidence that the two depositions found in the outlet side of the pump were present during support. The lack of laminated layering of all the observed depositions suggests that they did not develop in the locations in which they were found. The origins, a duration of time for which they were present in the pump, and a root cause of the observed depositions could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. Thrombus is listed in the instructions for use as a potential complication that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event. Placeholder.